Manufacturer narrative:
Additional evaluation code: 19/ cause traced to user the complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported almost 3 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 60 ncm immediately after the tooth¿s extraction. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported almost 3 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 60 ncm immediately after the tooth¿s extraction. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 3 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 60 ncm immediately after the tooth¿s extraction. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.